Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 61281ud00, however, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect free t4 reagent lot 61281ud00.

Event description:
The customer observed a falsely elevated architect free t4 result for one sample. The following data was provided (customer provided reference range: 0.7 to 1.48 ng/dl): initial result = >5 repeat result = 4.02 ng/dl repeated again after high speed centrifuge = 3 ng/dl other result for patient tsh = 0.0 repeated x3 all 0.0 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect free t4 result for one sample. The following data was provided (customer provided reference range: 0.7 to 1.48 ng/dl): initial result = >5 repeat result = 4.02 ng/dl repeated again after high-speed centrifuge = 3 ng/dl. Other result for patient tsh = 0.0 repeated x3 all 0.0 no impact to patient management was reported.